Event description:
A hospital in (B)(6) reported that the power fail alarm on an iw920 mobile infant warmer was not working. This was observed during routine testing by the biomedical engineer prior to pt use.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1999. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.